Event description:
On (B)(6) 2015, a (B)(6) year old male was being prepped for endostome; banding of hemorrhoids, i.v. Saline solution minor surgery viera opc, (B)(4). Attending registered nurses observed saline solution leaking from the bd insyteautogaurd shielded i.v. Catheter where hep-lock/luer lock mechanism connects auto catheter to i.v. Solution. Prior to noted leakage bd auto cath was attached to bd pre-filled syringe 0.9% sodium chloride injection 10ml with ref # 306546 for"flushing" 20ga 1.16 needle. After flushing needle auto catheter was inserted into pt and hep-lock device twisted onto auto cath. It was at this point the 2 attending rn's observed leakage, disconnecting hep-lock and removed i.v. Catheter. Close inspection of the i.v. Auto catheter showed "end of i.v. Cath cannula had imperfection on end of hub that prevented sealed connection allowing fluid to leak." Defective i.v. Catheter was retained by attending rn's and (B)(6) 2015, facility recall coordinator for (B)(6) did take stewardship the device. The device is contaminated with blood and is quarantine (B)(4); room 116 in biohazard bag. On (B)(6) 2015 - (B)(6) completed follow up pt event (B)(4) as directed by safety office (B)(4). On (B)(6) 2015 - (B)(4) contacted by phone and email sales rep (B)(6). (B)(4) and quality-complaint coordinator (B)(4) to report this event becton dickinson. Bd to send return kit for actual defective device. On (B)(6) 2015 - (B)(4) report event to the national center for pt safety, product recall office. Logistics service (B)(4) will be attaching memo with images this report being faxed to (B)(4) and emailing www.FDA.gov/medwatch/report.htm. Attachment #1 this memo is picture auto catheter; hep-lock device; pre-filled syringe used this procedure. After flushing needle auto catheter was inserted pt hep-lock device twisted into auto catheter. It was at this point the two attending registered nurses observed leakage disconnected hep-lock and removed i.v. Catheter. Close inspection the i.v. Auto catheter showed "end i.v. Cannula had imperfection on end of hub-hat prevented sealed connection allowing fluids to leak out." The defective i.v. Cannula was retained. Attachments #2, #3, and #4 this memo are pictures defective auto catheter. #2 - sample showing area of imperfection and device packaging/ #3 - sample next to actual device causing event in biohazard bag/ #4- poor image up close image area of imperfection. Diagnosis or reason for use: preparation of endostome, banding of hemorrhoids.